Event description:
Pt status post two level prodisc-c implantation, c4-5 and c5-6 on (B)(6)-2010 returned to surgeon complaining of neck pain. X-rays taken on an unknown date showed the implants superior end plate had migrated anterior at level c5-6. Surgeon removed the pdc on (B)(6)-11 at level c5-6 and pt was revised to an acdf fusion. The pdc implant at level c4-5 was not removed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.